Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 days post-implant of this 23mm aortic bioprosthetic valve, the patient's small pleural effusion had increased in size. Chest procedure services were consulted due to a moderate right pleural effusion, and a right thoracentesis was performed. Approximately 1.1l of body fluid was drained. Post-procedure chest x-ray demonstrated significant improvement, and the patient's dyspnea (shortness of breath) on exertion was resolved. No additional adverse patient effects were reported.